Event description:
It was reported that separation occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter. "The wingset came off the the needle device completely. There was no exposure to patient or collection staff."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for barrel separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed, however barrel separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "the wingset came off the needle device completely. There was no exposure to patient or collection staff."